Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer stated that she was experiencing unexplained high glucose for a week and a half. The customer stated that she has already troubleshot the insulin pump, and she is waiting to receive the tubing clamp to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.